Event description:
It was reported that during a laparoscopic sleeve resection a device was used to ligate the crossings of the staple lines of the gastric sleeve that was created. After 5 firings the clips were loaded oblique. The surgeon tried to reload a clip, but this was also loaded improperly. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Date sent: 7/11/2008. Dropping/ejected clips. The analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled, fed and formed 9 clips conforming, and 2 clips were ejected. The instrument lock out was functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.